Event description:
Customer experienced discrepant calcium results of ten patient samples. The following patient example was provided. Initial result gave 7.9 mg/dl; repeat gave 8.7 mg/dl. The customer reported the repeat results, no erroneous results were reported. The field service representative determined the cause to be a problem with the reagent valve, and cleaned-rinsed reagent channel, and performed a rinse-prime on all channels. Performance tests were performed and within specification.